Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy or its employees that the report constitutes an admission that the device, depuy , or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Upon complaint review, it was determined that the date of event was inadvertently missed on the initial report; therefore, the field has been updated accordingly to reflect the correct information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: ostrander, rv., et al (2017), ultrasound and functional assessment of transtendinous repairs of partial-thickness articular-sided rotator cuff tears, the orthopaedic journal of sports medicine, vol.5(3), pages 1-6 (USA). Doi: 10.1177/2325967117697375. The study emphasizes on evaluating the outcomes of arthroscopic transtendinous rotator cuff repairs for high-grade partial-thickness articular-surface supraspinatus tendon avulsions (pasta repairs) using established functional outcome measures and to evaluate the tendon healing rate using postoperative ultrasound. The patients evaluated on course of this study: between january 2007 and june 2010, 20 patients (10 males and 10 females) who had been treated with arthroscopic transtendinous repair of grade 3 articular-sided partial-thickness supraspinatus tears were included in the study and were followed up for at least 2 years. All patients were evaluated with a physical examination performed preoperatively and postoperatively. The patients were all treated according to a standard postoperative protocol. Patients were placed in a sling for 6 weeks but underwent physical therapy starting immediately postoperatively. Passive range of motion exercises were initiated with active range of motion exercises beginning at 6 weeks after surgery. Graduated strengthening was then begun with advancement of activity to tolerance. The article describes the following procedure: an arthroscopic transtendinous repair of grade 3 articular-sided partial-thickness supraspinatus tears. The devices involved were: double-loaded 5.0mm fastin anchor (mitek), no. 1 pds (polydioxanone) suture (ethicon), 2 lateral row anchors. Complications mentioned in the article: 2 shoulders showed small areas of hypoechogenicity consistent with partial undersurface tears of the supraspinatus involving <25% of tendon thickness. 2 of the 4 patients who reported intermittent pain had a residual partial tear on ultrasound.